Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision system procedure in the mitral position in which the patient experienced hemodynamic instability, likely as a result of right-to-left atrial shunting even while the guide was positioned across the septum in the presence of torrential tricuspid regurgitation. Following hemodynamic stabilization, two pascal devices were implanted. After guide sheath retraction, an approximately 6 mm atrial septal defect was identified. The patient subsequently developed oxygen desaturation, requiring implantation of a septal occluder. Following placement of the occluder, the patient's condition stabilized.